Event description:
It was reported that the controller display suddenly went blank and "unclear alarms" occurred. The patient was transferred by helicopter another country where the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis of the log files revealed a controller power up event with an associated pump start event logged on 15-may-2022 at 04:24:51. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 93% of relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point after the loss of power revealed that no power was connected to power port one (1) and bat360642 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. Review of the event log file revealed several additional controller power up events with an associated motor start event logged with incorrect date stamps. Log files also revealed multiple controller reset events with incorrect date and time stamps. Loss of power to the controller will result in a continuous audible alarm. Review of data log file revealed multiple data points with an incorrect date and time stamp and no battery capacity, ID, or cycle count, indicating that the contr oller was unable to recognize the connected batteries. Analysis of alarm log file revealed multiple critical battery alarms logged with a battery rsoc value of 101% logged with incorrect date/time stamp and serial number ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. Additionally, log file analysis revealed a vad disconnect alarm with an incorrect date/time stamp was logged indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the observed real time clock error, inability of the controller to recognize the batteries, and observed controller reset events can be attributed to a damaged integrated circuit on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the controller to trigger critical battery alarms. A possible root cause of the reported " unclear alarms" can be attributed but not limited to a controller loss of power and/or a damaged integrated circuit. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.